Event description:
No additional information.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 5309624 regarding item #381534. DHR for final lot number 5309624 has been reviewed. No related quality issues or process deviations were found for the subassembly or final lot numbers a review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the needle did not retract. 20g insyte autoguard- it looks like we got a safety incident event where the needle would not retract when the button was pressed. Item was from lot number 5309624. Needle was not saved and placed in the sharps container.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.